Event description:
Reference number (B)(4). Event occurred in india. It was reported that infusion sets quickset patch was damaged before use. Packaging reported as not sealed properly misshaped or sterile packaging not intact. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: india.